Manufacturer narrative:
After battery installation device gave an unexpected flashing white / blank display followed by an unexpected click sound due to both a vertical cracked lcd controller and a crushed lcd display. Unable to perform functional tests including displacement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump¿s display was flashing. The customer¿s blood glucose level was 18.9 mmol/l at the time of the incident. The customer stated that the now insulin pump had motor error. The insulin pump will be returned for analysis.